Event description:
It was reported that the handpiece received an error 3 handpiece error when attached to the generator. No patient involvement was reported. Additional information: a patient was involved and the case was converted to open. The device was out of warranty and discarded. The surgeon did not believe it to be an issue at the time with the device.